Event description:
It was reported the siderail spindle that latches the siderail was broken making the siderail inoperable.

Manufacturer narrative:
It was reported that the siderail spindle spacer was found cracked in half, which made it impossible to latch the spindle, making the siderail inoperable. The part was replaced and checked out for functionality.